Event description:
During index procedure, the patient had one endeavor sprint drug-eluting stent successfully deployed at left main. Approximately 9 months post index procedure, patient experienced an mi. Investigator indicated that the event was unlikely to be related to the study device.

Manufacturer narrative:
Results: inherent risk of procedure (mi).